Event description:
An mhra user report has been received, reported by a hcp "patient has experienced multiple skin reactions from the omnipod 5 device(s) since approximately (B)(6) 2025. Patient has been using the system since (B)(6) 2024 without an issues but has recently started to be impacted and reactions occurred. Skin reaction include redness, oozing serous fluid, itching of the area. Site rotation (using different areas of the body), reaction primarily occurred when pod on the leg; advised to avoid this area due to it being a high friction area (advised as per manufacturer customer care manager) barrier cream (cavilon barrier cream/spray). Use of medical adhesive remover spray to remove the device at each pod change. Use tegaderm/iv3000 as under patch."

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.